Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopic procedure, a total of two (2) werewolf coblation wands were faulty. The 1st wand did not work from the start. No error message was displayed but the small "film" showing the installation of the device kept coming back despite the device being in place (B)(4). The 2nd wand started working on its own without triggering the manual controls, the second device remained on continuously after pressing the digital control inside and outside the patient. (B)(4). The procedure was completed using a s+n back-up device, but it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. Correction in h6 (health effect - impact code).

Event description:
It was reported that during a shoulder arthroscopic procedure, a total of two (2) werewolf coblation wands were faulty. The 1st wand did not work from the start. No error message was displayed but the small "film" showing the installation of the device kept coming back despite the device being in place ((B)(4)). The 2nd wand started working on its own without triggering the manual controls, the second device remained on continuously after pressing the digital control inside and outside the patient. ((B)(4)). The procedure was completed using a s+n back-up device. There was a non-significant surgical delay, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed the wand was activated previously and experienced a "multiple button pressed notification" error. When used with a bypass box, the wand generated plasma and coagulation as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1)the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder arthroscopic procedure, a werewolf coblation wand was faulty. The wand started working on its own without triggering the manual controls, the device remained on continuously after pressing the digital control inside and outside the patient. The procedure was completed using a s+n back-up device. There was a non-significant surgical delay, and no further complications were reported.